Event description:
The customer reported that the device intermittently shuts down.

Manufacturer narrative:
The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.